Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose and dka. The customer was having highs for several days before hospitalization. The cause of death was severe dka. The customer¿s blood glucose was high at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within 48 hours prior to passing. The customer was using sensors and was testing their blood glucose frequently. Based on the pump upload, the customer was performing multiple site changes for 3 to 4 days in a row, leading the doctor to think that the customer was having issues with the infusion sets. The caller did not indicate if the insulin pump would be returned for analysis.